Event description:
Following a diagnostic procedure (during which the pt was reportedly noncompliant), an angio-seal device was placed and hemostasis was achieved. However, one hr later as the pt rolled on his side in his hosp bed, arterial bleeding was noted. A sandbag was placed and hemostasis was again achieved. The pt was noted to be in good condition and without hematoma following this procedure.